Event description:
The iav was inserted into the pt on 12/26/97 following a CABG on 12/27/96. On 12/28/96 after iabp for about two days, the "blood detect" alarm sounded from the pump, and after autofilling, the alarm sounded again. The console was cnanged and iabp continued for a while. Then, the "blood detect" alarm sounded on this console too. Tiny specks were noted in the iab tubing followed by bright red blood in the tubing. After the iab was removed. Hard dry blood was noted near the tip of the catheter. In looking at the pump, "serous blood" fluid was noted near the purge lines of each of the system 97's.

Manufacturer narrative:
Under water leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the baloon is subjected to a non-predictable folding pattern, was when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.